Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim productcomplaint - customer called to report that the tubing that goes into the pump near the blue connector is leaking. No pt harm, no chemical exposure, date of event 6th april, sample available , 2426-0500 lot unknown - possible lots 24023206, 23103164, 24013007 and 24023206

Manufacturer narrative:
It was reported that there was a leak. One sample model 2426-0500 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and no leaks were observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A DHR was performed for the possible lots 24023208, 24013007, 23103164, 24023205, 24023206. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.